Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Prior to discharge, the patient was noted to have pericarditis. Two days later the patient returned to the hospital with chest pain. An echo was performed and an effusion was noted. Xarelto was stopped and the patient's effusion was not present anymore. The implant computed tomography (CT) scan was reviewed and the device looked great; however, it was noticed that on the limbus edge the device was extremely close to the pulmonary artery. It was brought up that due to the proximity of the device to the pulmonary artery wall an anchor could have rubbed against the pulmonary artery wall causing the pericarditis and ultimately an effusion once anticoagulated. No further intervention was required and the patient was discharged on (B)(6) 2021.